Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced low blood glucose. Blood glucose at the time of event was 47 mg/dl. Customer's blood glucose value led up to severe low and the cause was over bolusing at dinner. She planned to eat cake and meatloaf with mac and cheese. She ended up not eating planned foods including mac and cheese and only a small portion of cake she had planned to consume. Customer was treated with carbohydrate and glucagon. The insulin pump will not be returned for analysis.